Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer had a system error. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported there was a system error that occurred during startup of the programmer. The programmer was returned for repair. There was no patient involvement indicated.